Event description:
Rotablator was utilized by md to treat circumflex artery. Two different 1.25mm burrs were utilized at different times to perform multiple atherectomy passes. Md identified that the distal radiopaque portion of the wire had sheared from the body of the wire. This resulted in om 2a vessel closure. The wire broke off and became lodged in the artery and it was decided that it was more prudent to leave it in instead of attempting open heart surgery to remove.